Event description:
It was reported that the tip of the thoracic pedicle feeler was discovered to be broken off during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Manufacturer narrative:
The reported event that the tip was broken off was confirmed. It is possible that mechanical forces during use or during sterilization caused the pointer tip to break. The device was repaired and put back into stryker stock.

Event description:
It was reported that the tip of the thoracic pedicle feeler was discovered to be broken off during testing at the user facility. There was no patient involvement and no adverse consequences associated with the device.